Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery won't charge, does not respond, and is not recognized. There was no adverse patient impact reported.